Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia while on pump therapy, with blood glucose reaching 558 mg/dl for over four hours, and visible insulin leakage at the pump-to-connector interface despite multiple supply changes and correct attachment technique. Symptoms included vomiting associated with hyperglycemia. Outcomes included transition to backup subcutaneous insulin therapy and shipment of replacement cartridges and connectors. Investigation included remote troubleshooting, education on supply change procedure, and verification of proper connection during priming. Investigation of this case revealed ongoing leakage at the connector-to-pump junction during tubing fill despite new supplies, consistent with a device-supply interface leak affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical connection issue at the pump-connector interface leading to under-delivery of insulin and resultant hyperglycemia.